Event description:
It was reported that the patient experienced a surgical procedure for a removal of an artificial urinary sphincter(aus) due to infection around the balloon. Following the explant, the infection was treated with irrigation. The device was not malfunctioning, and the physician does not believe that the device caused or contributed to the infection. A patient outcome of fully recovered was reported.